Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacture date was required. D1 ¿ brand name: - previous brand name: servo-I. - corrected brand name: servo-I base unit. D4 ¿ version or model #: - previous version or model #: servo-I. - corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator was displaying higher values of o2 concentration than set. There was no patient harm reported. Manufacturer's ref (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. It was reported that the ventilator generated alarm indicating a high o2 concentration. There was no patient harm. The reported issue has been confirmed during evaluation of the received problem description and device log files. Service report was not provided. The ventilator was investigated on-site by our field service engineer (fse) who replaced maintenance kit 5000h. After replacement of the maintenance kit, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 vol.%. There can be two reasons for this alarm: gas delivery error and measurement error. Gas delivery error is when wrong gas concentration is delivered from the system, but the gas concentration is measured correctly. Measurement error is when correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. Too high o2 concentration delivered to the patient may lead to insufficient ventilation. The replaced parts were not returned for investigation, hence the root cause of the event has not been determined.